Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use, the doctor felt resistance when he inflated and deflated the cuff. No patient harm reported.

Manufacturer narrative:
One sample of a taperguard endotracheal tube was received for evaluation. Inflation/deflation tests were conducted by using a 25cc syringe of air applied to the cuff. It was observed that the inflation and deflation were difficult. Visual inspection was performed, and it was observed that the inflation line was not assembled properly due to it being oriented to the wrong direction. In addition, a cut was performed in the received sample to find the root cause of the occlusion, and it was noted an irregular cutting in the pvt inflation line. Device history record (DHR) was reviewed and there were no additional complaints for this lot number and this reported failure mode. The manufacturing controls were verified, and found to be appropriate. The failure mode was confirmed in the received sample. (B)(4).